Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was presented at the hospital with dizziness. Upon interrogation, loss of capture was noted on the rv lead. The lead was capped and replaced on (B)(6) 2018. During the procedure and upon inspection of the rv lead, the physician stated the lead looked a little cloudy around serial number area and was difficult to read. Insulation issue was suspected. The patient was stable before, during and after the procedure.